Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 530 mg/dl at the time of the incident and the current was 307 mg/dl. The customer declined the troubleshooting for the high and the low blood glucose. The customer¿s blood glucose level at the time of the incident was 70 mg/dl and the current was 307 mg/dl. The customer was treated with a manual injection for high blood glucose level and the glucose tablet for the low blood glucose the device will not be returned for analysis.